Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and subsequently, the pump touch screen became frozen on the cgm error. Pump was reset to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge, loaded it successfully and resumed insulin delivery on the pump. Customer¿s blood glucose level was 100 mg/dl.